Manufacturer narrative:
(B)(4). The customer reported that the device did not discharge during a sync cardioversion procedure. There was no report of negative pt impact. The device was not evaluated by philips. The customer was provided with info per phone regarding r-wave detection and the possibility of a user misunderstanding related to shock delivery in the absence of an r-wave being identified. We cannot determine the root cause from the available info.

Event description:
The customer reported that the device did not discharge during a sync cardioversion procedure. There was no report of negative pt impact.